Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
During follow-up, a loss of capture and low sensing resulting in oversensing were observed on the right ventricular (rv) and left ventricular (lv) leads. X-ray imaging was performed and revealed rv and lv lead dislodgement. The event was resolved by explanting and replacing the rv and lv leads. The patient was in stable condition. Related to manufacturer report number: 2938836-2020-08453.